Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted to the keypad traces, electronic assembly or motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via phone call that she wore the pump in the pool. Customer stated there is fluid under the lcd display. Customer reported that there was water under the screen but she put the pump in rice and used a blow dryer, so there isn't water there now. Customer stated that her blood glucose was 499 mg/dl when she got home. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.